Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that multiple altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 241-244 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.